Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between august 12-13, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed fluid inside a protective bag that contained the device which suggests leak may have occurred. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked and completely emptied into the protective bag during transport. There was no patient involvement. No additional information is available.